Manufacturer narrative:
An event regarding assembly issues involving an expander was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: visual inspection shows marks of use on the devices. By looking at the top of the devices and at the grooves, we can see that some of the devices have deformed and closed up. Dimensional inspection: dimensional inspection was performed according to the drawing 2934-10 rev b (no difference on the dimensions between revision a and b) on functional characteristic:øa and width of the groove with a straight caliper. For the investigation, the width of the groove has been measured 3 times. This shows a deformation of some devices, principally for location 1 and 2 which are the most involved during the use. Medical records received and evaluation:not performed as the assembly issue was identified prior to surgery device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the investigation performed by the supplier concluded that "no action is required at this time as there was no indication of a manufacturing issue". No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
The customer reported that after using new expanders there are problems putting the expanders into the cups. The customer also reported that the new expanders seem too big for the cups, and that force must be used to put them into the cups. After using force, it is not possible to remove the expander using the inserter handle.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that after using new expanders there are problems putting the expanders into the cups. The customer also reported that the new expanders seem too big for the cups, and that force must be used to put them into the cups. After using force, it is not possible to remove the expander using the inserter handle.